Event description:
The customer reported being hospitalized for diabetic ketoacidosis, with a blood glucose value of 528 mg/dl. The customer reported her blood glucose rising from 235 to 500 + mg/dl in 2 hours. Customer reported her infusion sets being bent at the cannula, and using 3 different infusion sets leading up to the hospitalization. A replacement infusion set was sent to the customer. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.